Event description:
Subject was implanted with advance sling on (B)(6) 2008. At the first follow-up visit, the pt's degree of incontinence was assessed as substantially or totally incontinent, ten or more pads per day. The pt was using 4-5 pads per day at baseline. No further info provided.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.